Event description:
It was reported that the wire tip separated from the wire. A filterwire ez was selected for use. During preparation of the procedure, it was observed that the wire tip was barely attached to the rest of the wire. The filter basked was unable to be retracted into the delivery sheath. This occurred while the device was external to the patient. A new device, same model, was selected to complete the procedure. No adverse effects to the patient were reported.

Manufacturer narrative:
Device analysis by MFR: the wire was returned inside the delivery sheath. The filter does not withdraw into the delivery sheath completely. The spring tip is stretched and slightly bent. The outer diameter dimensions were found within specification.

Event description:
It was reported that the wire tip separated from the wire. A filterwire ez was selected for use. During preparation of the procedure, it was observed that the wire tip was barely attached to the rest of the wire. The filter basked was unable to be retracted into the delivery sheath. This occurred while the device was external to the patient. A new device, same model, was selected to complete the procedure. No adverse effects to the patient were reported.